Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. Review of the submitted images confirmed a bend in the patient¿s pump cable. Further, a specific cause for the observed superficial damage could not be conclusively determined through this evaluation. Review of the submitted images captured a bend in the patient¿s pump cable. The pump cable otherwise appeared unremarkable. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. A driveline power fault alarm, associated with power b line faults (pwr_b_broken), became active on (B)(6) 2025 and persisted through the duration of the file. A specific cause for this finding could not be conclusively determined through this evaluation. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline cable fault alarm was noticed and log files were submitted. The event log file conformed the reported driveline power fault b starting on (B)(6) 2025 at 1241 until the end of the log file at 1611. Pictures of the driveline was submitted. Slight bending looked okay, the concern was more on the inline connector of the modular cable if there were any corrosion that would cause the driveline power faults. Pictures of the inline connector also looked clean. The modular cable was exchanged but the alarm persisted. The alarm eventually cleared after clearing it on the screen.